Manufacturer narrative:
MDR 9618003-2020-00318 / device 1 of 2. Based on the available information, this event is deemed to be a serious injury. The event is considered misuse. Per the IFU, a moldable ostomy device should be molded. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported a cut to the stoma on the left side after wearing it for 4 days. There was white/yellow drainage without any bleeding that was cleaned by wiping the stoma. She removed the wafer, applied another one and the same thing happened to her stoma. She stated that the cut went halfway around the stoma. She used stomahesive powder and protective barrier on it. It had almost healed now. She stated that she did not roll the middle hole back when applying it. No photo is available at this time.